Manufacturer narrative:
(B)(4). Additional information: baxter product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient did not report having any symptoms of overfill. The patient has resumed therapy and has not reported any issues. There was no patient injury or medical intervention associated with this event. No further information is available. Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intraperitoneal volume (iipv) that was found in the device logs. The cause of the iipv was determined to be: insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration reading was 1281ml, indicating the home patient (hp) drained 1281ml more than their programmed fill volume of 2000ml. This information meets iipv criteria. No patient injury or medical intervention was reported. No further information is available.